Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the liquid-crystal display (lcd) monitor did not power up. It is unknown when the issue was found and there is no known procedure information. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6 corrected fields: h4 (inadvertently missed) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined as the device was not returned for evaluation. The customer reported that the issue was resolved but it is unknown how. Olympus will continue to monitor field performance for this device.